Manufacturer narrative:
(B)(4). The product was requested but has not been received. The investigation of the manufacturer is still pending. A supplemental medwatch will be submitted when further information becomes available.

Event description:
According to the customer: "oxygenator was leaking to the air side and was bleeding out of gas outlet! System was completely changed". (B)(4).

Manufacturer narrative:
(B)(4). The failure "leaking to the air side" could not be confirmed by the customer. Therefore the product was requested for laboratory investigation but the doir could not be obtained from the customer. Therefore it was not possible to perform a laboratory investigation on the actual sample. Several attempts were performed in order to obtain the doir without success. In event the doir will be obtained at a later date the record will be reopened in order to investigate the returned product. A review for similar complaints was performed. The investigation results of the similar complaint (B)(4) were as follows: the product was investigated in the laboratory of the manufacturer. The blood inlet and blood outlet side are very strongly clotted. The oxygenator was cleaned with natriumhypochlorit and a tightness test was performed, hereby a leakage at the gas outlet was confirmed. No other abnormalities were detected. The product was also sawed open at the gas side, and the mats were inspected for any signs of damage, marks or any other anomalies. A leakage at the side 1 and 3 was detected caused by fiber shrinkage at the side 1,3 and 5. 2 fibers are affected at the row of blood outlet cover. Thus the reported failure could be confirmed. The investigation result out of the similar complaint shows for the first time the same malfunction as known out of (B)(4) of a product which was produced after the corrective action of the manufacturer process. According to the CAPA owner a reopening of the CAPA (B)(4) is not necessary at this time as the corrective actions were correct, the root cause is known and the complaint figures were decreasing rapidly. However, mcp will continue to monitor the complaint figures.

Event description:
(B)(4).